Manufacturer narrative:
(B)(4). The complaint rt219 breathing circuit was not returned to fisher & paykel healthcare for eval. Without the return of the complaint device, we are unable to confirm the reported fault or determine the root cause of the fault. Each breathing circuit kit consists of a number of components grouped together during production. There are standard operation procedures (sops) in place to assist operators on the production line correctly pack breathing circuits. This consists of a specific pack card detailing all components required which must be displayed at the packing station. All breathing circuits are visually inspected for missing components prior to distribution.

Event description:
A hosp in (B)(6) reported via a distributor that an rt219 bi-level/CPAP inspiratory heated circuit was missing an exhalation port. No pt consequence was reported.